Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on (B)(6) 2015 indicating that there were difficulties recharging. Recharging best practices were reviewed. There was poor coupling. The patient had four bars and indicated that they had worked on it and did not want to troubleshoot further. The patient indicated that their body had changed over time. At the time of the report the patient mentioned that they did not have a health care professional (hcp). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient in response to follow-up reported that it just would not make full contact. If the patient moved at all it would stop and would take 10-12 hours to charge. "New belts - glue - pads and ace bandage" were noted as steps to resolve the issue which were noted to be terrible. The patient stopped using it as much.

Manufacturer narrative:
Concomitant medical products: product ID: neu_recharger_acc, product type: recharger. Product ID: 37791, product type: recharger. Product ID: 37743, serial# (B)(4), implanted (B)(6)2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported there was a coupling problem. The antenna wiring was frayed and the patient believed that the coupling problem began after the wires stated to fray. The patient noted they always start with 8 coupling boxes but it never stays because as soon as they move the coupling changes. They also noted that they device is deeper than when it was first implanted. The patient noted that their external antenna was broken and the belt rolls up and does not stay in place. The patient received a new implantable neurostimulator recharger (insr) antenna and it did not resolve the problem. The patient thought the problem was because their implant was at their belt line.